Event description:
It was reported that the patient was seen with high impedance. The patient was requested to be rechecked by neurology before scheduling lead replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.